Event description:
I used a heating pad during normal use and sustained a burn injury. The injury developed into a keloid scar that required medical treatment including multiple doctor visits and wound care. My treating physicians have indicated that the heating pad was the cause of the burn injury. Treatment has now been completed because further intervention could worsen the keloid. The scar is permanent and has resulted in a visible disfigurement that has affected my appearance and daily life.